Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was electively explanted and replaced due to the recent field communication. To date, the available information indicates this device has not exhibited failure characteristics associated with this field advisory. In addition, no symptoms associated with this clinical observation have been observed. New information received indicates that this patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, the device was thoroughly inspected and analyzed. There was no evidence of arcing damage in the header of the device. The device was then subjected to and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. This device did fail the "induced shock (energy delta)" test limit. There is no system requirement for the energy delta test parameter that compares the calculated delivered energy to the delivered energy that was recorded during the hybrid level manufacturing test for this device. In addition, this device failed the "induced shock (delivered energy)" test software limit, but the delivered energy and all of the other shock pulse parameters that were recorded as part of the induced shock test were within the "induced shock specifications" defined in the renewal (chf ng) test requirements specification.